Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic submucosal variceal dissection (esvd) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the device could not deploy off elastic bands. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic submucosal variceal dissection (esvd) procedure performed on (B)(6), 2020. According to the complainant, during the procedure, the device could not deploy off elastic bands. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. ***additional information received on (B)(6) 2020*** it was reported that the procedure was completed successfully with an unknown device.

Manufacturer narrative:
Block h6: device code 2610 for the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the trip wire was partially rolled in the handle assembly, indicating the knob was initially rotated. There was evidence that the trip wire was not secured in the handle slot when received and the slack on the trip wire was not removed during the device set-up. A crimp was present on the tripwire. The suture was intact and it was attached to the trip wire loop. The suture hole was in good condition and no damages were observed. Additionally, there were seven bands in the ligator head; however, some bands were moved out of their positions and some bands caught under the other bands, confirming that the device deployment failure. It was noticed that the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issue was noted on the handle assembly and no other issues with the device were noted. The reported event was confirmed. Based on the condition and evaluation of the returned device, this failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label, the trip wire was not properly secured in the handle assembly and the slack on the trip wire was not removed as indicated in the step 4, 7 and 8. Additional information: block b5